Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years and two months following the implant of this pulmonary transcatheter bio prosthetic valve, the valve was replaced with a larger 27mm surgical valve for an unknown reason. No additional adverse patient effects were reported.